Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a small hole at the base of the blue port. It was also stated that there was no air reached to the patient as the air was being suctioned into the catheter line through the hole in route to the crrt (continuous renal replacement therapy). It was also noted that during initiating the crrt therapy, air kept getting into the line that was taking blood from patient to crrt machine filter. Three filters were changed out, re-primed and restarted with the same results. When the 3rd filter was initiated, a small amount of blood was noted on the towel lying underneath the hd (hemodialysis) catheter. It was also mentioned that there was a leak and the catheter was not repaired. There was no luer adapter issue. There was no reported patient injury.

Event description:
According to the reporter, there was a small hole at the base of the blue port/bifurcate. It was also stated that there was no air reached to the patient as the air was being suctioned into the catheter line through the hole in route to the crrt (continuous renal replacement therapy). It was also noted that during initiating the crrt therapy, air kept getting into the line that was taking blood from patient to crrt machine filter. Three filters were changed out, re-primed and restarted with the same results. When the 3rd filter was initiated, a small amount of blood was noted on the towel lying underneath the hd (hemodialysis) catheter. It was also mentioned that there was a leak and the catheter was not repaired. They removed the defective catheter and replaced it. Tego was utilized and the insertion site was treated with chloraprep prior to product placement. There was no luer adapter issue and alcohol was used as cleaning agent on the device. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.